Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the video processor image was interrupted due to disconnection in connector. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Information added to the fields: b3, d9, h4, h6. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the phenomenon occurred due to disconnection of the connector. As a result of confirming the contents of the instruction manual and found the description below. There is a possibility that occurrence of the phenomena can be prevented by the description. ¿ properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws, lock the cable connector. Otherwise, equipment damage or malfunction may result. ¿ the cables should not be sharply bent, pulled, twisted, or crushed. Cable damage may result. ¿ never apply excessive force to connectors. This could damage the connectors. ¿ do not connect the cable to the video system center before connecting the power cord. The video system center may be damaged or broken. Olympus will continue to monitor field performance for this device.